Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not been received at this time. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, a complaint history review was completed, there were no similar issues reported for lot #108288. A review of the device labeling was completed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Instructions for use indicate the following; "caution: do not use the device if the tyvek lid has been opened or the packaging appears damaged. In such cases, the sterility of the device may be compromised." The omitted information was requested, but was not provided. (B)(4).

Event description:
The surgeon alleged that the sterile seal on the packaging was broken and no stent present on the inserter. This was observed prior to patient contact. A back up stent was successfully implanted.

Manufacturer narrative:
The device was received by glaukos and the evaluation was completed on 3/16/2018. The following items were shipped with the returned product: unit carton box, patient i.d. Labels, patient i.d. Card, IFU, tyvek lid, outer thermoform packaging tray, inner thermoform packaging tray, inserter. The following visual observations were made about the condition in which the returned product was received: the tyvek seal had been removed from the outer thermoform packaging tray. Unable to confirm the presence of stent with any returned items. The inserter was visually inspected and no nonconformities were observed. The following functional observations were made about the returned product: the inserter was functionally tested and found to function as intended. Using the returned inserter and separate stent, the inserter was able to re-grasp and release 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended the tyvek lid and trays from the complaint device were not returned for evaluation so a retain from the same lot was obtained and evaluated on 03/15/2018. The following evaluation was completed in regards to the retain sample: the tamper seal was broken to remove the product from the unit carton box. Product seal/ tyvek lid was observed and it was still intact. When the tyvek lid was separated from the tray, the seal was found to be uniformed and clean. No non conformities were observed. Device evaluation conclusion: no nonconformities were observed during the evaluation of the form, fit, and function of the inserter and no stent was found in any of the returned items. In addition no non-conformities were observed in regards to the retain sample analysis. Unable to confirm the customer reported issue.